Event description:
Closure device did not deploy correctly. Collagen plug pulled out of skin when shaft pulled back. Operators were able to push collagen into tract. Manual pressure held.====================== health professional's impression======================does not know